Event description:
It was reported that stimulation was no longer helping the patient and the implantable neurostimulator (ins) was ¿painful/annoying.¿ it was stated that since the patient was no longer using the ins, she wanted removed. It was added that the patient did not want the leads removed because she ¿did not want to endure that part of surgery.¿ it was also stated that the patient experienced pain on the left side implant and less than 50% therapy relief. It was later reported that the ins was explanted. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the device, model # 37714, sn (B)(4), found no significant anomalies. The device was received with no telemetry. According to the trace report obtained from the device after pmr recovery, the total recharge count prior to receipt in the analysis lab is 16. The last recorded recharge session was done while the device was implanted was on (B)(6) 2012. The device was recharged for 1 hours and 42 minutes. The battery charged from 3.550v to 3.800v and brought the device out of lock mode. The parameter trend diagnostic section of the trace report shows patient usage up to (B)(6) 2012. The battery discharged to the lock mode on (B)(6) 2012. A normal recharge was started manually after a physician mode recharge at room temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 9 hours and 35 minutes from 1.960v to 4.025v.

Event description:
It was further reported that the patient experienced a loss of stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# n290609, implanted: (B)(6) 2012. Product type: accessory: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.